Event description:
Information was received that reported a patient was hospitalized on the event date, due an incident of hypoglycemia. Per the reporter, the patient had his site, set, and insulin cartridge changed by a pca the evening prior to the event date. Early in the am of the following day, the reporter found the patient in seizure. Paramedics were called; his blood glucose was measured as 29 mg/dl. The patient was transported to the hospital and treated. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.